Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of air bubbles anomaly from the reservoir. The customer's blood glucose reading was 7 mmol/l. The customer stated that the approximate size of the air bubbles were 1-2 cm. The customer did not rewind with the reservoir in place. The customer stated that insulin was always stored at room temperature. The customer stated that the air bubbles were solved with a set change.